Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that the patient presented to the emergency room and that there were alerts for high impedance on both the right ventricular (rv) coil and the superior vena cava (svc) coil of the rv lead. There was a possible fracture of the rv lead noted. The rv lead was supposed to be replaced at that time but the patient refused surgery and left against medical advice. It was further reported that the patient came back to the emergency room at a later date because they thought they had received a shock the night before. There were no episodes or therapies recorded to confirm this. The lead remains in use. No patient complications have been reported as a result of this event.